Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having a crack on the back of the insulin pump on event date of 01-jul-2021. Insulin pump was received with a blank display after battery insertion. Swapped with a good pcba 1 and the insulin pump powered on. The history download was successful using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range.- unable to perform displacement test, sleep current measurement, active current measurement and selftest due to blank display. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump was received with pillowing keypad overlay, missing display window cover, scratched/peeling/fading end cap address label, cracked battery tube area and scratched case. Corrosion on battery tube, the unit was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, corrosion on the lcd flex tail traces, corrosion on pcba 1 and severe corrosion on pcba 2 noted during visual inspection of the electronics. Unit was confirmed for blank display due to severe corrosion on the j1 connector's solder joints (some solder deteriorated and connector has come lose from the joint) on pcba 1. No confirmation of battery alarms/alerts/anomalies noted on the event date or 7 days prior to the event date of 01-jul-2021. Unit was confirmed for cracked battery tube area.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.